Event description:
It was reported that excessive leakage occurred. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that excessive leakage occurred. Identification of issue has been done by analyzing problem description, service report and the device¿s logs. According to the information provided by the technician, the message ¿leakage too high¿ was displayed during ventilation. The device was checked and no deviation was found. According to the technician the issue might be clinical related. The reported issue was confirmed in device¿s logs. Alarm message ¿leakage too high¿ indicates that leakage is too high and that the mask/ prongs may not be adjusted properly for the patient or may be the wrong size. If case of this alarm the patient circuit and patient interface or endotracheal tube must be checked. Alarm will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The issue was decided to be reported as leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient. There was no patient harm. The root cause of the reported issue has not been determined.